Event description:
Healthcare professional reported left side deflation. Device was explanted.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be broken on the plug strap, a fold creases, three curved openings, and some yellow particles in the shell. A leak test and microscopic analysis was performed which identified a sharp crease opening on the radius, two striated openings on the anterior and the posterior, and a sharp broken on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on radius assessed as fold flaw opening. Two striated openings on posterior and anterior assessed as surgical damage consist in the use of some surgical tool. A sharp broken on plug strap assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported left side deflation. Device was explanted.